Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that the vela ventilator screen turned red then went black upon power up. No patient involvement associated with the event was reported to carefusion.

Manufacturer narrative:
Results of investigation: the vela front panel assembly was returned to carefusion for evaluation. The reported problem was duplicated and the cause assigned to a cold cathode fluorescent lamp (ccfl) failure.